Event description:
The customer reported the system is displaying an error code and beeping. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem, suspects customer power fluctuations. System operates as intended. This MDR is related to ge healthcare complaint.